Manufacturer narrative:
PMA/510(k) #: pre-amendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an entuit secure gastrointestinal suture anchor set was used in an unknown patient. The physician reported negative feedback stating the ¿the control of the dump of the anchor is not easy. The wire is difficult to be maintained and the anchor could be dumped too quick, not in the stomach but in the abdominal wall¿. The physician further reports ¿there were 2 cases of infection¿. Details regarding the event are still under investigation and additional information has been requested. However, the product will not be returned, and the facility is not providing images, operating reports, x-rays or scans. The second device complaint is being reported under MDR# 1820334-2019-00278. No other adverse effects were reported for this incident. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Event description:
Additional information regarding this event was received on 08mar2019. The stomach was well-inflated prior to anchor placement. Anchor placement was verified with visualization. The infections occurred after less than one week on the skin around the fixations of the anchor. After removing the anchor fixations, local treatment on the skin was used to treat the infections. No other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Investigation ¿ evaluation. A review of the complaint history, instructions for use (IFU), manufacturing instructions, and quality control of the device were conducted during the investigation. A document-based investigation evaluation was performed. A review of the lots sold to the customer over the last three years revealed nine potential lots for this complaint device. No related nonconformances were reported for any of the potential lots. A software search revealed no other complaints have been reported for any of the potential lots. The complainant did not return the complaint device to cook for investigation. No images or videos were provided. None of the devices reported for similar failure modes were returned for investigation. With the known information, there is no evidence to suggest the device had not been manufactured within the correct specifications and tolerances. Based on the information provided, no returned product and the results of the investigation, unintended use error or unknown issues with the patient anatomy likely contributed to the failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.